Event description:
Customer reported a button error alarm on the insulin pump. Customer did not recall any significant events leading to this alarm. The blood glucose reading was 297 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.